Event description:
It was reported that an ilet user experienced hypoglycemia to 52 mg/dl after a supply change, during which the caregivers reported the user was connected to the body while performing fill tubing, and a breakfast meal announcement at 76 mg/dl resulted in 6 units of insulin delivered; the pump was subsequently paused and troubleshooting and education were provided regarding proper disconnection until the fill cannula step. Symptoms included low blood glucose without reported clinical symptoms. Outcomes included recovery of blood glucose to 156 mg/dl with oral carbohydrate treatment. Investigation included review of device data and user-reported history, along with product use education. Investigation of this case revealed probable user setup error during the supply change sequence while connected, which could have contributed to unintended insulin delivery despite otherwise functioning hardware. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.